Event description:
The patient presented to the ER and had a 5th metatarsal amputation and was then referred for attempted revascularization for limb salvage. During the sfa pta the spiderfx became entrapped. After much difficulty, the vascular surgeon was able to get the spider filter and retrieval system back in to the sheath, but the access had to be sacrificed when everything was removed as a unit. The patient was then brought back to the vascular lab the next day for continued revascularization effort to the outflow.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number provided is not a lot number associated to this device. Additional information has been requested. Should it become available, a supplemental report will be submitted.